Event description:
It was reported that, "during a surgical procedure, the clips fell out of the jaws and into the surgical site. The clips were retrieved. There was no injury to the pt, however the length of the surgery was extended due to retrieving the dropped clips.

Manufacturer narrative:
The device has been rec'd and decontaminated. The qa engineer is evaluating the device. I will file a supplemental report when his investigation is completed.